Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During the implant of this rv lead it got stuck, and if the physician would have taken it out, it would have pulled out the lv lead which would not provide backup pacing. The physician decided to cap this lead and implant an active rv lead.